Event description:
A 6f angio-seal vip was selected for use (in the superficial femoral artery) following a percutaneous transluminal angioplasty (tpa) in the superficial femoral artery, and hemostasis was achieved. It was reported that one and a half days later, while still in the hospital, the pt heard a "pop" sound while on the toilet. Following this the pt developed a retroperitoneal bleed, which resulted in difficulty breathing. Surgery was performed to remove the angio-seal device and close the artery, and blood products were administered. The pt was discharged and was doing well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.